Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip ntw was attempted to be placed lateral to the anterior3/posterior3 (a3/p3) leaflets. When the mitraclip entered the left ventricle (lv) the clip became entangled in chordae. Troubleshooting was performed unsuccessfully, the inversion of the clip did not allow for retraction. A chordae was torn and became wrapped around the anterior gripper of the mitraclip. The chordae caused the inability to lift or lower the anterior gripper. The lock line was cycled unsuccessfully. It was possible to orient perpendicular to the leaflets and grasp successfully. The mitraclip was deployed successfully. The final mr was grade 1. There was no additional need for a clip to be placed. There was no clinically significant delay reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The reported single gripper actuation issue was a cascading event of the reported clip caught in chordae. The reported difficult imaging was due to patient anatomy. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.